Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013. During the procedure, the trocar was inserted into the patient. After inserting upwards, the surgeon felt that the tip of the trocar had broken off inside the patient. No further information was provided. Additional information has been requested.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, the needle used is bent on the upper part but not at its tip. Based on the positioning of the bending described in the incident description, it seems that during the use of the device the trocar has been removed from its plastic needle leading to bending the plastic but not at the top of the needle (tip) but at approximately 1cm and 3 cm from the top of the tip.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.